Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were still going to the bathroom 2-3 times a night. Patient stated they have ins for both bowel and bladder and that their bowel was doing okay but they were having issues with urine at night. Patient said they tried to call their representative, but they haven't called back yet. Patient wanted to increase their stimulation because they were seeing the maximum settings message on their programmer. Patient was redirected to their healthcare provider to further address the issue. Patient stated they have an appointment with health care provider (hcp) tomorrow and will discuss then. Additional information was received from the patient. They reported that previously reported symptoms regarding night time urination. The patient indicated they had the device for both bladder and bowel and it had been helping prevent fecal incontinence but they were still having urinary issues so they kept increasing amplitude higher over time. Now the patient was encountering low ins battery and have an appointment with managing physician on thursday to discuss next steps. The patient had questions about battery longevity as they had previously believed the battery would last 10 years. The agent reviewed that battery longevity varied depending on use programming. The patient indicated they had their amplitude around 6ma. The agent reviewed general information regarding different device battery models, MRI eligibility, and therapeutic effect.